Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found the analyst noted that vt detection was off and the device detected vf as programmed.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected ventricular tachycardia (vt) in the ventricular fibri llation (vf) zone. The device remains in use. No patient complications have been reported as a result of this event. The patient is part of the refine ICD clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.